Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of microstent implant procedure, during advancement of the stent in the attempt to release the stent from the device, stent acted like a ¿boomerang¿ and tore through trabecular meshwork (tm). Additional information in a medwatch form was received reporting as the patient has glaucoma and was undergoing insertion of a company mircostent. The stent got stuck in the injector and would not safely deploy in the correction position. The stent appeared to boomerang back into the eye and could not be located. Av360 degree gonioscopy was performed using an indirect gonioprism and the stent was not visualized in the angle or on top of the iris. The surgeon thinks it may be lodged under the iris. This file is for mw5154266. Reference reports mw5154267 and mw5154268.

Manufacturer narrative:
Additional information has been provided in. Correction information has been provided in d.4. A sample was not received at the investigation site for evaluation for the report of stent release and positioning issue; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).